Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-28. H6: investigation summary: bd received 6 samples of lot: 1022411 for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from each lot( lot: 1022411, lot: 1004559 ) from bd inventory were evaluated by draw water testing and the issue relating to underfill was not observed. From this testing it was determined that all 46 tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred four times with lot 1022411. .this event occurred four times with lot 1004559. The following information was provided by the initial reporter. The customer stated: during a blood test, the purple tube fills correctly then stops filling at once, try another purple tube: idem then a grey tube which fills normally then again 2 purple tubes which do not fill well again. Impression that the purple tubes lack vacuum.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1022411. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-01-04. Medical device lot #: 1004559. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-01-22. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred four times with lot 1022411. This event occurred four times with lot 1004559. The following information was provided by the initial reporter. The customer stated: during a blood test, the purple tube fills correctly then stops filling at once, try another purple tube: idem then a grey tube which fills normally then again 2 purple tubes which do not fill well again. Impression that the purple tubes lack vacuum.